Event description:
Boston scientific received information that the latitude system detected high out of range shock impedances. The local representative contacted technical services to discuss further. No adverse patient effects were reported.

Manufacturer narrative:
One month later, another alert was detected for high shock impedances. The physician elected to turn off the daily measurements for shock impedances. The measurements at this time were between 115-117 ohms. A slight increase in thresholds were also noted, however the physician was not concerned with this, but increased the pulse width. There were no adverse patient effects reported. Should additional information become available, this report will be updated.

Manufacturer narrative:
Technical services discussed options of checking either with a low or high energy shock delivered synchronously through the system. The local sales representative will discuss this further with the physician. Should additional information become available, this report will be updated.

Manufacturer narrative:
Eight months later, high shock impedances were still being detected. The alerts were reviewed and trends were showing values mostly between 100 and 125 ohms, but other values were greater than 125 ohms. No noise or recent electrograms were stored in the arrhythmia logbook. Shock lead impedances were then tested using isometrics, and again, no noise was observed however shock lead impedances were ranging in higher values. The patient will be monitored and checked again in one month. At that time, a decision will be made whether to turn off the daily measurements for the shock lead impedances. The local area sales representative who checked the device confirmed that the device checked out fine otherwise. Should additional information become available, this report will be updated.